Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. No action was taken to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.